Event description:
It was reported that the patient had an unrelated back surgery and contracted methicillin-resistant staphylococcus aureus (mrsa) infection. The patients leads were explanted as part of the treatment and had been on several rounds of antibiotics. The explanted devices were discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 17274403/17065794. Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 17152763/17152763.